Event description:
Per distributor, batteries are defective. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom onboard battery s/n (B)(6) passed all testing prior to being released to finished goods. Battery smbus data review found no abnormalities or faults. Visual inspection of external components found no abnormalities. Battery failed functional testing at incoming inspection due to an out of specification full charge capacity. No further testing was required. Device was determined to be nonconforming. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported "defective battery" was determined to be an out of specification full charge capacity. Root cause of the nonconformance is unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the event. No adverse impact to patient reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per distributor, batteries are defective. No reported adverse impact to patient.